Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the left side of the on button was worn. As a result, it required a very firm press in order for it to engage and power the device on. The right side of the button was ok.

Event description:
The customer contacted physio-control to report that their device's on/off button was intermittently not responding when pressed. As a result, defibrillation could have been delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.